Manufacturer narrative:
Correction on follow-up: ( disregard user facility).

Manufacturer narrative:
The customer¿s report of secondary back flowed into primary was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. The check valve was also visually inspected under magnification and was assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed blue fluid going past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a multiple particles located between the housing seal area and the affixed silicone diaphragm disk. The size of the particles combined measured to be 0.01396¿ long. The particle was identified to be natural silica glass. The root cause of the backflow failure is due to multiple particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the natural silica glass particle was not identified.

Event description:
Drug potassium with rate of 100 ml/hr.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17085697 is 07613203021012. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary medication that was programmed correctly and intended to infuse over 1 hour instead completely flowed into the primary bag within about 5 minutes. The primary bag was noted to be filled with more fluid than it was before the secondary infusion began. There was no report of patient harm.